Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), device breakage ("device breakage"), pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding") and pregnancy with contraceptive device ("pregnancy with essure") in an adult female patient (gravida 1) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included vaginal irritation since (B)(6) 2015, uti since (B)(6) 2015, vaginal odor (bv vaginal odor) since (B)(6) 2015, vaginal discharge abnormality since (B)(6) 2015, dysuria (urinary frequency and urgency mild dysuria) since (B)(6) 2015, painful intercourse since (B)(6) 2015, boil (stated that she injected herself with cocaine and now she has to big boils on her right arm and left hand.) Since (B)(6) 2015, fatigue (additional information: pt stated that she has had 4 periods in 2 months..) Since (B)(6) 2015, smear cervix abnormal since (B)(6) 2015, chronic back pain since (B)(6) 2015, chronic pain since (B)(6) 2015, wound packing (change or removal of wound packing) since (B)(6) 2015, drug allergy since (B)(6) 2015, cervical dysplasia (indication: for surgery: cin ii-iii) since (B)(6) 2016 and loop electrosurgical excision procedure (postoperative diagnosis: cervical dysplasia operative procedure: leep) since (B)(6) 2016. In 2011, the patient had essure inserted. In 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). The patient's last menstrual period was on (B)(6) 2015 and estimated date of delivery was (B)(6) 2016. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (removal of coil(s) ¿ partial, hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, genital haemorrhage, pregnancy with contraceptive device, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia and vaginal discharge outcome was unknown and the pelvic pain, abdominal pain and dysmenorrhoea was resolving. The pregnancy outcome was not reported. The reporter considered abdominal pain, abdominal pain lower, device breakage, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: essure essure placed 2011(private physician), c/o pelvic pain, pain during intercourse, vaginal bleeding pt states feel my essure doing this. Upon visualization of the cavity the following was noted. The tubal ostium are normal bilaterally. The essure was visible in the rt tubal ostium but not in the lt. The essure was partially removed from the rt tube but was unable to be retrieved from the lt. The patient was then turned over to doctor contreras for a leep in stable condition diagnostic results: essure confirmation test was conducted. On (B)(6) 2015, history of present illness: suture removal. Symptoms are reported as being severe. The symptoms occur daily, patient states she had to get a hyper dermic needle removed from her l forearm, patient has 6 sutures and is here to have them removed. On (B)(6) 2015, observation: procedure: transabdominal pelvic ultrasonography. Indication: pelvic pain. Impression: normal pelvic ultrasonography. Discussion: transabdominal sonography was performed through a full urinary bladder. The uterus measures 9.0 x 5.6 x 5.6 cm with 5.4 mm endometrial stripe. There is no evidence of myometrial or endometrial abnormality. The right ovary measures 3.1 x 2.0 x 2.5 cm and the left ovary measures 3.8 x 1.8 x 2.6 cm. Sub centimeter follicular structures are noted. There is no free fluid or mass. On (B)(6) 2016, findings: the patient had normal external genitalia. Cervix closed good hemostasis after leep description of procedure: speculum was placed into the vagina and the cervix was well visualized. The white loop cautery was then used to take a pass starting from the right to left of cervix in one portion, one pass was taken. The tissue was collected to be sent to pathology. Good hemostasis was noted. There. Was some minor bleeding and roller ball cautery was used on the site and hemostasis was achieved. The speculum was then removed. And the procedure was over. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2018: quality safety evaluation of ptc.quality safety evaluation, entry of FDA codes and device problem code,addition of ptc global number reference incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), device breakage ("device breakage"), pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding") and pregnancy with contraceptive device ("pregnancy with essure") in a female patient (gravida 1) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2011, the patient had essure inserted. In 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (removal of coil(s) ¿ partial, hysterectomy with bilateral salpingectomy.), and surgery (surgery to remove the coils.). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, genital haemorrhage, pregnancy with contraceptive device, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia and vaginal discharge outcome was unknown and the pelvic pain, abdominal pain and dysmenorrhoea was resolving. The pregnancy outcome was not reported. The reporter considered abdominal pain, abdominal pain lower, device breakage, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results: essure confirmation test was conducted. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. Events were added per pfs: abnormal bleeding (vaginal, menorrhagia), menorrhagia, migration of essure device, device breakage, dysmenorrhea (cramping), vaginal discharge. Patient's date of birth was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), device breakage ("device breakage"), pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding") and pregnancy with contraceptive device ("pregnancy with essure") in an adult female patient (gravida 1) who had essure (batch no. 857600) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included vaginal irritation since (B)(6) 2015, uti since (B)(6) 2015, vaginal odor (bv vaginal odor) since (B)(6) 2015, vaginal discharge abnormality since (B)(6) 2015, dysuria (urinary frequency and urgency mild dysuria) since (B)(6) 2015, painful intercourse since (B)(6) 2015, boil (stated that she injected herself with cocaine and now she has to big boils on her right arm and left hand.) Since (B)(6) 2015, fatigue (additional information: pt stated that she has had 4 periods in 2 months..) Since (B)(6) 2015, smear cervix abnormal since (B)(6) 2015, chronic back pain since (B)(6) 2015, chronic pain since (B)(6) 2015, wound packing (change or removal of wound packing) since (B)(6) 2015, drug allergy since (B)(6) 2015, cervical dysplasia (indication: for surgery: cin ii-iii) since (B)(6) 2016 and loop electrosurgical excision procedure (postoperative diagnosis: cervical dysplasia. Operative procedure: leep) since (B)(6) 2016. Concomitant products included medroxyprogesterone (depo provera). In 2011, the patient had essure inserted. In 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). The patient's last menstrual period was on (B)(6) 2015 and estimated date of delivery was (B)(6) 2016. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (removal of coil(s) ¿ partial, hysterectomy with bilateral salpingectomy.), surgery (removal of coil(s) ¿ partial, hysterectomy with bilateral salpingectomy.) And surgery (removal of coil(s) ¿ partial, hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, genital haemorrhage, pregnancy with contraceptive device, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia and vaginal discharge outcome was unknown and the pelvic pain, abdominal pain and dysmenorrhoea was resolving. The pregnancy outcome was not reported. The reporter considered abdominal pain, abdominal pain lower, device breakage, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: essure. Essure placed 2011(private physician), c/o pelvic pain, pain during intercourse, vaginal bleeding pt states feel my essure doing this upon visualization of the cavity the following was noted. The tubal ostium are normal bilaterally. The essure was visible in the rt tubal ostium but not in the lt. The essure was partially removed from the rt tube but was unable to be retrieved from the lt. The patient was then turned over to doctor contreras for a leep in stable condition left visible coils: 3 right visible coils: 6. On (B)(6) 2018: upon insertion of essure device into the right ostia, tubal spasm was noted and device removed. A small bend was noted at the end of the device which was corrected. The device was then reinserted into the right ostia and it was deployed without difficulty. A second device was then inserted into the left tubal ostia and deployed without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: positive, smear cervix - on an unknown date: low grade squamous intraepithelial lesion essure confirmation test was conducted. On (B)(6) 2015, history of present illness: suture removal. Symptoms are reported as being severe. The symptoms occur daily, patient states she had to get a hyper dermic needle removed from her l forearm, patient has 6 sutures and is here to have them removed. On (B)(6) 2015, observation: procedure: transabdominal pelvic ultrasonography. Indication: pelvic pain. Impression: normal pelvic ultrasonography. Discussion: transabdominal sonography was performed through a full urinary bladder. The uterus measures 9.0 x 5.6 x 5.6 cm with 5.4 mm endometrial stripe. There is no evidence of myometrial or endometrial abnormality. The right ovary measures 3.1 x 2.0 x 2.5 cm and the left ovary measures 3.8 x 1.8 x 2.6 cm. Sub centimeter follicular structures are noted. There is no free fluid or mass. On (B)(6) 2016, findings: the patient had normal external genitalia. Cervix closed good hemostasis after leep description of procedure: speculum was placed into the vagina and the cervix was well visualized. The white loop cautery was then used to take a pass starting from the right to left of cervix in one portion, one pass was taken. The tissue was collected to be sent to pathology. Good hemostasis was noted. There. Was some minor bleeding and roller ball cautery was used on the site and hemostasis was achieved. The speculum was then removed. And the procedure was over. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), device breakage ("device breakage"), pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding") and pregnancy with contraceptive device ("pregnancy with essure") in an adult female patient (gravida 1) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included vaginal irritation since (B)(6) 2015, uti since (B)(6) 2015, vaginal odor (bv vaginal odor) since (B)(6) 2015, vaginal discharge abnormality since (B)(6) 2015, dysuria (urinary frequency and urgency mild dysuria) since (B)(6) 2015, painful intercourse since (B)(6) 2015, boil (stated that she injected herself with cocaine and now she has to big boils on her right arm and left hand.) Since (B)(6) 2015, fatigue (additional information: pt stated that she has had 4 periods in 2 months..) Since (B)(6) 2015, smear cervix abnormal since (B)(6) 2015, chronic back pain since (B)(6) 2015, chronic pain since (B)(6) 2015, wound packing (change or removal of wound packing) since (B)(6) 2015, drug allergy since (B)(6) 2015, cervical dysplasia (indication: for surgery: cin ii-iii) since (B)(6) 2016 and loop electrosurgical excision procedure (postoperative diagnosis: cervical dysplasia operative procedure: leep) since (B)(6) 2016. In 2011, the patient had essure inserted. In 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). The patient's last menstrual period was on (B)(6) 2015 and estimated date of delivery was (B)(6) 2016. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (removal of coil(s) ¿ partial, hysterectomy with bilateral salpingectomy.), surgery (removal of coil(s) ¿ partial, hysterectomy with bilateral salpingectomy.) And surgery (removal of coil(s) ¿ partial, hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, genital haemorrhage, pregnancy with contraceptive device, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia and vaginal discharge outcome was unknown and the pelvic pain, abdominal pain and dysmenorrhoea was resolving. The pregnancy outcome was not reported. The reporter considered abdominal pain, abdominal pain lower, device breakage, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: essure essure placed 2011(private physician), c/o pelvic pain, pain during intercourse, vaginal bleeding pt states feel my essure doing this upon visualization of the cavity the following was noted. The tubal ostium are normal bilaterally. The essure was visible in the rt tubal ostium but not in the lt. The essure was partially removed from the rt tube but was unable to be retrieved from the lt. The patient was then turned over to doctor contreras for a leep in stable condition diagnostic results: essure confirmation test was conducted. On 06mar2015, history of present illness: suture removal symptoms are reported as being severe. The symptoms occur daily, patient states she had to get a hyper dermic needle removed from her l forearm, patient has 6 sutures and is here to have them removed. On 23dec2015, observation: procedure: transabdominal pelvic ultrasonography. Indication: pelvic pain. Impression: normal pelvic ultrasonography. Discussion: transabdominal sonography was performed through a full urinary bladder. The uterus measures 9.0 x 5.6 x 5.6 cm with 5.4 mm endometrial stripe. There is no evidence of myometrial or endometrial abnormality. The right ovary measures 3.1 x 2.0 x 2.5 cm and the left ovary measures 3.8 x 1.8 x 2.6 cm. Sub centimeter follicular structures are noted. There is no free fluid or mass on 23mar2016, findings: the patient had normal external genitalia. Cervix closed good hemostasis after leep description of procedure: speculum was placed into the vagina and the cervix was well visualized. The white loop cautery was then used to take a pass starting from the right to left of cervix in one portion, one pass was taken. The tissue was collected to be sent to pathology. Good hemostasis was noted. There. Was some minor bleeding and roller ball cautery was used on the site and hemostasis was achieved. The speculum was then removed. And the procedure was over. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), device breakage ("device breakage"), pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding") and pregnancy with contraceptive device ("pregnancy with essure") in an adult female patient (gravida 1) who had essure (batch no. 857600) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included vaginal irritation since (B)(6) 2015, uti since (B)(6) 2015, vaginal odor (bv vaginal odor) since (B)(6) 2015, vaginal discharge abnormality since (B)(6) 2015, dysuria (urinary frequency and urgency mild dysuria) since (B)(6) 2015, painful intercourse since (B)(6) 2015, boil (stated that she injected herself with cocaine and now she has to big boils on her right arm and left hand.) Since (B)(6) 2015, fatigue (additional information: pt stated that she has had 4 periods in 2 months..) Since (B)(6) 2015, smear cervix abnormal since (B)(6) 2015, chronic back pain since (B)(6) 2015, chronic pain since (B)(6) 2015, wound packing (change or removal of wound packing) since (B)(6) 2015, drug allergy since (B)(6) 2015, cervical dysplasia (indication: for surgery: cin ii-iii) since (B)(6) 2016 and loop electrosurgical excision procedure (postoperative diagnosis: cervical dysplasia operative procedure: leep) since (B)(6) 2016. Concomitant products included medroxyprogesterone (depo provera). In 2011, the patient had essure inserted. In 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). The patient's last menstrual period was on (B)(6) 2015 and estimated date of delivery was (B)(6) 2016. The patient was treated with surgery (removal of coil(s) ¿ partial, hysterectomy with bilateral salpingectomy.), surgery (removal of coil(s) ¿ partial, hysterectomy with bilateral salpingectomy.) And surgery (removal of coil(s) ¿ partial, hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, genital haemorrhage, pregnancy with contraceptive device, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia and vaginal discharge outcome was unknown and the pelvic pain, abdominal pain and dysmenorrhoea was resolving. The pregnancy outcome was not reported. The reporter considered abdominal pain, abdominal pain lower, device breakage, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: essure essure placed 2011(private physician), c/o pelvic pain, pain during intercourse, vaginal bleeding pt states feel my essure doing this upon visualization of the cavity the following was noted. The tubal ostium are normal bilaterally. The essure was visible in the rt tubal ostium but not in the lt. The essure was partially removed from the rt tube but was unable to be retrieved from the lt. The patient was then turned over to doctor contreras for a leep in stable condition left visible coils: 3 right visible coils: 6. On (B)(6) 2018: upon insertion of essure device into the right ostia, tubal spasm was noted and device removed. A small bend was noted at the end of the device which was corrected. The device was then reinserted into the right ostia and it was deployed without difficulty. A second device was then inserted into the left tubal ostia and deployed without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: positive, smear cervix - on an unknown date: low grade squamous intraepithelial lesion essure confirmation test was conducted. On (B)(6) 2015, history of present illness: suture removal symptoms are reported as being severe. The symptoms occur daily, patient states she had to get a hyper dermic needle removed from her l forearm, patient has 6 sutures and is here to have them removed. On (B)(6) 2015, observation: procedure: transabdominal pelvic ultrasonography. Indication: pelvic pain. Impression: normal pelvic ultrasonography. Discussion: transabdominal sonography was performed through a full urinary bladder. The uterus measures 9.0 x 5.6 x 5.6 cm with 5.4 mm endometrial stripe. There is no evidence of myometrial or endometrial abnormality. The right ovary measures 3.1 x 2.0 x 2.5 cm and the left ovary measures 3.8 x 1.8 x 2.6 cm. Sub centimeter follicular structures are noted. There is no free fluid or mass on (B)(6) 2016, findings: the patient had normal external genitalia. Cervix closed good hemostasis after leep description of procedure: speculum was placed into the vagina and the cervix was well visualized. The white loop cautery was then used to take a pass starting from the right to left of cervix in one portion, one pass was taken. The tissue was collected to be sent to pathology. Good hemostasis was noted. There. Was some minor bleeding and roller ball cautery was used on the site and hemostasis was achieved. The speculum was then removed. And the procedure was over. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-oct-2018: mr received: lot number added relevant lab data added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), device breakage ("device breakage"), pelvic pain ("pelvic pain"), pregnancy with contraceptive device ("pregnancy with essure"), abortion spontaneous ("miscarriage"), genital haemorrhage ("heavy abnormal bleeding") and cervix carcinoma ("cancer, stage 3 cervical") in an adult female patient who had essure (batch no. 857600) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: on (B)(6)2015, history of present illness: suture removal symptoms are reported as being severe. The symptoms occur daily, patient states she had to get a hyper dermic needle removed from her l forearm, patient has 6 sutures and is here to have them removed. On (B)(6)2015, observation: procedure: transabdominal pelvic ultrasonography indication: pelvic pain. Impression: normal pelvic ultrasonography. Discussion: transabdominal sonography was performed through a full urinary bladder. The uterus measures 9.0 x 5.6 x 5.6 cm with 5.4 mm endometrial stripe. There is no evidence of myometrial or endometrial abnormality. The right ovary measures 3.1 x 2.0 x 2.5 cm and the left ovary measures 3.8 x 1.8 x 2.6 cm. Sub centimeter follicular structures are noted. There is no free fluid or mass on (B)(6)2016, findings: the patient had normal external genitalia. Cervix closed good hemostasis after leep description of procedure: speculum was placed into the vagina and the cervix was well visualized. The white loop cautery was then used to take a pass starting from the right to left of cervix in one portion, one pass was taken. The tissue was collected to be sent to pathology. Good hemostasis was noted. There. Was some minor bleeding and roller ball cautery was used on the site and hemostasis was achieved. The speculum was then removed. And the procedure was over. Concurrent conditions included vaginal irritation since (B)(6)2015, uti since (B)(6)2015, vaginal odor (bv vaginal odor) since (B)(6)2015, vaginal discharge abnormality since (B)(6)2015, dysuria (urinary frequency and urgency mild dysuria) since (B)(6)2015, painful intercourse since (B)(6)2015, boil (stated that she injected herself with cocaine and now she has to big boils on her right arm and left hand.) Since (B)(6)2015, fatigue (additional information: pt stated that she has had 4 periods in 2 months..) Since (B)(6)2015, smear cervix abnormal since (B)(6)2015, chronic back pain since (B)(6)2015, chronic pain since (B)(6)2015, wound packing (change or removal of wound packing) since (B)(6)2015, drug allergy since (B)(6)2015, cervical dysplasia (indication: for surgery: cin ii-iii) since (B)(6)2016 and loop electrosurgical excision procedure (postoperative diagnosis: cervical dysplasia operative procedure: leep) since (B)(6)2016. Concomitant products included medroxyprogesterone acetate (depo provera). In (B)(6), the patient had essure inserted. In (B)(6)2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), mood altered ("moodiness"), loss of libido ("no sex drive"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), ear infection ("ear infection"), depression ("depression"), anxiety ("anxiety"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), abdominal distension ("bloating") and dyspepsia ("heart burn"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have cervix carcinoma (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal infection ("vaginal infection") and rash ("rash"). The patient was treated with surgery (removal of coil(s) ¿ partial, hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6)2016. At the time of the report, the device dislocation, device breakage, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, cervix carcinoma, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, vaginal discharge, mood altered, loss of libido, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, ear infection, depression, anxiety, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, dyspareunia, fatigue, abdominal distension, dyspepsia and rash outcome was unknown and the pelvic pain, abdominal pain and dysmenorrhoea was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1. Last menstrual period was on (B)(6)2015 and estimated date of delivery was (B)(6)2016. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abortion spontaneous, anxiety, bladder disorder, cervix carcinoma, cystitis, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, dyspepsia, ear infection, fatigue, female sexual dysfunction, genital haemorrhage, headache, loss of libido, menorrhagia, migraine, mood altered, nausea, pelvic pain, pregnancy with contraceptive device, rash, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: essure essure placed (B)(6)(private physician), c/o pelvic pain, pain during intercourse, vaginal bleeding pt states feel my essure doing this upon visualization of the cavity the following was noted. The tubal ostium are normal bilaterally. The essure was visible in the rt tubal ostium but not in the lt. The essure was partially removed from the rt tube but was unable to be retrieved from the lt. The patient was then turned over to doctor contreras for a leep in stable condition left visible coils: 3 right visible coils: 6. On (B)(6)2018: upon insertion of essure device into the right ostia, tubal spasm was noted and device removed. A small bend was noted at the end of the device which was corrected. The device was then reinserted into the right ostia and it was deployed without difficulty. A second device was then inserted into the left tubal ostia and deployed without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2012: total bilateral occlusion. Pregnancy test - on an unknown date: results: positive,. Smear cervix - on an unknown date: results: low grade squamous intraepithelial lesion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: events- "miscarriage, moodiness, no sex drive, bladder infection, urinary tract infection, vaginal infection, apareunia (inability to have sexual intercourse), ear infection, depression, anxiety, bladder problems, urinary problems or changes, migraines, headaches, nausea, dental problems, dyspareunia (painful sexual intercourse), cancer, stage 3 cervical ,fatigue, bloating, heart burn, rash", lab data added from pfs. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and pregnancy with contraceptive device ("pregnancy with essure") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and genital haemorrhage ("heavy abnormal bleeding"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (surgery to remove the coils.). Essure was removed in 2016. At the time of the report, the pelvic pain, pregnancy with contraceptive device, vulvovaginal pain, abdominal pain lower and genital haemorrhage outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain, pregnancy with contraceptive device and vulvovaginal pain to be related to essure. Company causality comment: incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.